Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 451 mg/dl and large ketones. Customer was treated with fluids and nausea medication. Customer was released from the ER 6 hours later with a bg of 300 mg/dl, and customer ¿was feeling a little better¿. Reportedly, an occlusion alarm occurred. The occlusion alarm cleared and customer continued to use the pump for insulin therapy.